Manufacturer narrative:
Device available for evaluation: yes; returned to manufacturer on: 08/01/2016; device returned to manufacturer: yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues inside the cartridge tube, tip, and wings indicating the device was handled and prepared for surgical use. The cartridge tip was observed deformed. Stress marks in both sides of the cartridge tube and tip were observed. No cracks were observed. The customer's reported complaint was verified. Manufacturing records review: the lot number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This is not an implantable device. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a cartridge had a defective tip at withdrawal (when removed from the packaging). There was no patient injury reported and the surgeon used another cartridge. No further information was provided.